Event description:
I give many hyaluronate intraarticular injections, different brands. I have seen few adverse pain, swelling events over the last 5 years. Last two weeks, I noticed two dramatic pain swelling reactions to synvisc g-f-20 after first injections. In both cases I stopped further injections. I have not had two such reactions in the past two years. I find it unusual to have 2 reactions to the same brand drug in two weeks and felt it should be reported for stat eval. Both pts have recovered in 2-3 weeks. One had knee aspirated at local hospital tested and cultured negative except for inflammation markers. Today's case is lot # 4rsd007 exp: 09/2017. I have remaining injections from kit (contains three). Dose or amount: 2ml, frequency: 1 x week 3 weeks, route: intraarticular.